Manufacturer narrative:
H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the delivery system was returned for evaluation and the stent graft was completely deployed and was not returned as it was reportedly placed in the patient; while the inner catheter was protruding the tip, the pusher was out of the sheath and the distal part of the catheter including the sheath marker was detached and missing. The investigation leads to confirmed results for break and detachment. It was reported that a 10f introducer/0.035" guidewire were used for access, the tracking vessel was neither tortuous nor calcified, there was no difficulty advancing device to placement site and the lesion was pre-dilated. Based on available information, and evaluation of the returned sample, the investigation is closed with confirmed results for break and detachment of the tip. Based on information available, a definite root cause for the reported device issue could not be determined. Labeling review: relevant labeling supplied with this product was reviewed, it was found that the instructions for use sufficiently address the potential risks. E.g., the instructions for use states: "if unusual resistance or high deployment force is encountered during stent graft deployment, abort the procedure, remove the delivery system and use an alternative device'. Regarding preparation of the device the instructions for use state that "prior to loading the vascular system over a guide wire, both ports must be flushed with sterile saline. Flushing these lumens will also facilitate stent graft deployment". Regarding the anatomy of the placement site the instructions for use states: "prior to stent graft deployment, ensure that the proximal stent graft end is positioned in a straight section of the lumen to reduce the risk of increased deployment forces and possible failure to deploy". Regarding accessories the instructions for use states: "0.035" (0.889 mm) guidewire with a length at least twice as long as the endovascular system" and "introducer sheath with appropriate inner diameter". The packaging pictograms indicate an introducer size of 10f and a 0.035" guidewire. H10: g3 h11: h6 (method, result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent graft placement procedure in the cephalic vein via the right arm, the tip of the stent allegedly broke. It was further reported that broken part of the device was allegedly retrieved. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent graft placement procedure in the cephalic vein via right arm, the tip of the stent allegedly broke. It was further reported that broken part of the device was allegedly retrieved. The procedure was completed using another device. There was no reported patient injury.